Event description:
Review of the patient's diagnostic history available in the manufacturer's database revealed that high lead impedance occurred on (B)(6) 2014. The device was subsequently programmed off to 0ma on this date. Previously on (B)(6) 2014, system diagnostics were within normal limits (ok/ok/2/no). The patient had generator replacement on (B)(6) 2015, and on the day of the replacement system device diagnostics were performed and the results were within normal limits. The implant card for the surgery on (B)(6) 2015 did not report that the patient had lead replacement as well on that date. Good faith attempts for additional, relevant information have been unsuccessful to date.